Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was implanted and during pocket closure exhibited loss of capture and sensing. The incision was reopened and the pin spun freely when trying to retract. The patient underwent an additional surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported. Ac.